Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent malfunction alarms occurred and the pump stopped all insulin delivery. Customer stated after the malfunction alarms occurred and pumping stopped, the cgm display no longer showed the correct firmware and hardware revision. Customer reported a blood glucose level of 120 (mg/dl). Reportedly, customer has been resetting the pump after the alarms and resumed insulin delivery. Customer reported that they will continue to use the pump.